Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the device is not working and has been dead for years and they will have it taken out soon. They said pt needed to have an MRI. Caller says ins stopped helping the pain so the pt stopped using it. They said it's been dead for "several years, maybe at least 4 years". Pt moved and doesn't have a managing hcp. Provided nas number for caller to give to MRI center to see if a rep can come out and charge the ins so they can get into MRI mode. Caller will follow up with hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.